Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the "ready" indicated after 2 hours when charged by cadex battery support system. Although the battery, sn: (B)(4), was fully charged, the led lights indicated only one indicating the charge was only about 30%.there was no reported patient involvement / adverse patient impact.